Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was pulled but the suture could not be verified. A cuff miss occurred with both prostyle devices. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss occurred with one of the two prostyle devices. During use, the other prostyle device failed to achieve sufficient hemostasis. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances, therefore could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 1142- failure to cycle- needle to cuff miss was removed.